Manufacturer narrative:
Unexpected restart alarm after battery change due to faulty interface board. The insulin pump passed the operating currents measurement, self test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had minor scratched display window.

Manufacturer narrative:
(B)(4).  Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call unexpected restart alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for unexpected restart alarm was performed. Customer replaced the battery multiple times, they received the alarm three times and the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.